Manufacturer narrative:
(B)(4). The complaint sample was not available for return. Functional inspection could not be performed. The root cause could not be established. The complaint cannot be confirmed. The device history file is not available for review in the us. The attached certificate of compliance certifies that the lot meets the lake region medical quality system requirements and specifications. No corrective or preventative actions will be assigned. No further action required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the inner trocar would not unscrew from the needle part. An IV line was established in lieu of the io.